Manufacturer narrative:
Pump received unable to performed the displacement test due to cracked and bleeding liquid crystal display noted.

Event description:
The customer's parent was reported via phone call that the screen was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.